Manufacturer narrative:
Analysis received the unit with a failed battery test alarmed during battery insertion due to corroded battery tube and battery tube spring. There was no blank display noted during testing. Analysis was unable to test the operating currents, low battery alarm, off no power alarm, unexpected weak battery alarm or vibrate anomaly due to failed battery test alarm. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call the insulin pump has a blank display. The customer's blood glucose was 193 mg/dl at the time of incident. The customer stated the insulin pump received a weak battery alarm and the battery cap, battery compartment and battery spring are corroded. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.